Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's leads were repositioned via surgical intervention on (B)(6) 2016. Sufficient coverage was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two leads from the same lot. It was reported the patient has been unable to receive adequate coverage due to one of her leads migrating. As a result, the patient may undergo surgical intervention to provide resolution.